Event description:
It was reported that in 2005 the patient underwent a multiple level spinal surgery extending to the iliac. Ti was reported that in 2007 a rod was broken near the bottom of the construct. No revision surgery was reported. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.